Manufacturer narrative:
Bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Photos were received showing defect. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for tubes that were tacky and some print was missing or distorted was not observed . A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst ii tubes were tacky and print was missing or distorted . No injury or medical intervention.